Event description:
The patient received her scs system, consisting of one surgical lead, a lead extension and an ipg on (B)(6) 2008. The patient was reportedly in a car accident. Subsequently, the ipg charger would not charge the ipg for longer than 15 minutes. The ipg was explanted and replaced on (B)(6) 2009. The explanted ipg was returned to the manufacturer for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.